Event description:
Customer contacted siemens to report that universal power supply (ups) was beeping and there was no power to an immulite 2000 instrument that was connected to the ups. The operator tried to power back the instrument. The ups popped and the operator saw sparks and burning smell. The ups was disconnected. There are no reports of staff injury and property damage due to the ups malfunction.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced the ups. The instrument is performing within specification. Further evaluation of the device is not required.